Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09293; 2017865-2019-09294; 2017865-2019-09295. It was reported that a patient presented at a follow-up in clinic. The implantable cardioverter defibrillator had eroded through the skin and the back of the header was visible. The physician explanted the device, the right atrial, right ventricular, and left ventricular leads due to a pocket infection from the erosion. The patient was in stable condition.